Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had an unresponsive button. Troubleshooting for button error/keypad anomaly was performed. The customer¿s blood glucose level was 78 mg/dl at the time of the incident. It was stated that the insulin pump was not pressed against the body nor exposed to moisture. It was reported that the customer was advised to revert to the backup plan. There was no indication of the insulin pump returning for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform self-test and displacement test due to unresponsive button.